Event description:
Hamilton medical ag received the following event description: "end user of the device say that during ventilation, device was showing disconnection on patient side even though staff says patient was connected. Patient was bagged." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation: the ventilator was switched on at 15:46 on (B)(6) 2025 and began operating in asv mode (adaptive support ventilation) at 15:53. Within the first minute of operation, the device triggered several alarms. These included high pressure in the airways, a possible separation on the patient side, low tidal volume, low minute volume and restrictions on inspiratory volume. As ventilation continued, the device also indicated that it was unable to achieve the set targets and reported alarms due to high respiratory rate and pressure limitations. Later, at 16:44 , the mode was changed to simv+, a different type of ventilation mode. Despite the device's ability to compensate for leaks, it reported maximum leak compensation, which is used to compensate for leaks in the ventilation system, as well as a low tidal volume. At 16:50, the mode was changed back to psimv+, a pressure-controlled mode. This mode triggered fewer alarms, but shortly before the ventilator was switched to standby mode, the device again reported a low tidal volume. The device was checked by a service technician using the service software and tested in accordance with the service manual. No defects were found during this check. An application specialist checked the log files and confirmed the conclusion. As the device did not exhibit any internal problems, the most likely explanation for the problems is user-specific. Possible causes of the problems include selecting the wrong ventilation mode for the patient, setting inappropriate ventilation parameters, a leak between the device and the patient (e.g. Due to improperly connected or defective accessories) and a lack of user training in the correct use and setting of the various ventilation modes. Hamilton medical ag considers this case as closed.